Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic and the pulse generator exhibited backup vvi operation after the inductive wand slipped off during a device check. Attempts to restore the backup were unsuccessful. On (B)(6) after a device software download, normal device function was restored. The patient was asymptomatic.